Manufacturer narrative:
(B)(). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported oversensing could not be conclusively determined. (B)().

Event description:
During a remote follow-up, several episodes of non-sustained right ventricle oversensing due to myopotential oversensing. The device was reprogrammed. The patient is stable.